Manufacturer narrative:
Mckesson medical surgical is the assembler of a convenience kit on behalf of the sns that includes this safety syringe. Customer was unable to provide specifics for the kit or the syringe which prevented us from identifying the manufacturer of the syringe. Mckesson medical-surgical does not undertake any further manufacturing or relabeling of the syringes that are included in the convenience kits.   We have notified (B)(6).

Event description:
Customer reported that the needle separated from the syringe on two occasions. Once during and once after vaccine administration remaining in the patient's arm. It was also reported that the needles are dull and are also coming apart from the syringe when attempting to uncap the needle for patient injection. No information was received regarding any serious injury as a result of this product malfunction.